Event description:
It was reported that the patient had an infection at the driveline exit site and sternum. A wound cleaning and flushing and vacuum dressing installation due to the sternum infection was performed. There was no device infection and driveline infection was not confirmed. During the surgical intervention the flow dropped unexpectedly from 4.0 to 2.1 liters per minute (lpm). The speed was adjusted several times, and the pump was intentionally stopped twice for a couple of seconds, but flow was not significantly increased or returned to the origin. The flow oscillated around the low flow alarm level of 2.5 lpm. The patient left the operating room with their chest open. No thrombus was confirmed in any area of the device, and it was excluded. The flow stabilized after some time. The flow was around 3.8 lpm the next morning. A positron emission tomography computed tomography (pet CT) and transthoracic echocardiogram were performed and implied outflow graft obstruction. The bend relief was inspected, and extrinsic outflow graft obstruction was confirmed in a second look surgery the day after. The bend relief was opened, and the jelly material was removed which stabilized the parameters. The patient was stable in the intensive care unit and recovered from the interventions.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
B5: narrative information: no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an infection at the driveline exit site and sternum. The onset date of the infection was on (B)(6) 2021. The patient was readmitted on (B)(6) 2024. The patient had staphylococcus aureus and the infection was stable under antibiotic treatment. The infection was not resolved so wound cleaning and flushing and vacuum assisted closure due to the sternum infection was performed. There was no device infection and driveline infection was not confirmed. During the surgical intervention the flow dropped unexpectedly from 4.0 to 2.1 liters per minute (lpm). The speed was adjusted several times, and the pump was intentionally stopped twice for a couple of seconds, but flow was not significantly increased or returned to the origin. The flow oscillated around the low flow alarm level of 2.5 lpm. The patient left the operating room with their chest open. No thrombus was confirmed in any area of the device, and it was excluded. The flow was around 3.8 lpm the next morning. A positron emission tomography computed tomography (pet CT) and transthoracic echocardiogram were performed and confirmed outflow graft obstruction. The bend relief was inspected, and extrinsic outflow graft obstruction was confirmed in a second look surgery the day after. The bend relief was opened, and the jelly material was removed which stabilized the parameters. The patient was stable in the intensive care unit and recovered from the interventions. The patient remained intubated.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: primary UDI corrected section g3: the previous submitted report had an aware date of 08jul2024; the corrected aware date is 04jul2024. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed based on the submitted images, and the device remains in use. The submitted controller event log file contained events (B)(6) 2024 from 12:10:56 to 14:21:58, per the timestamps. Numerous low flow hazard alarms were captured throughout the log file. The average calculated flow ranged from 0.4 - 2.5 lpm for the duration of the log file. The reported fixed speed changes and manual pump stops were also captured in the log file. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. G is currently available. Section 1 of the IFU, ¿introduction,¿ lists multiple types of infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides care instructions in reference to preventing infection. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient remained intubated and on antibiotics. The patient's onset of driveline infection is reported under MFR #: 2916596-2024-04583.